Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that the insulin gauge was inaccurate and static. Reportedly, the customer was using cold insulin. Tandem technical support educated the customer regarding insulin use. Customer continued to use the existing cartridge. There was no adverse impact to the customer.